Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device was monitored for 2 days. No blank display noted. Device communicated properly with the glucose sensor simulator and the guardian 2 link. No device or sensor communication anomaly or calibration anomaly noted. Device also communicated properly with the test blood glucose meter. No device or meter communication anomaly noted. Device uploaded properly using care link. Device passed the sleep current measurement, active current measurement, rewind test, primer seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or beep anomaly noted during testing. No hardware low level failures noted during testing or in the formatted history file. Device failed vibrate check on self test due to corroded electronic assembly. The motor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and audio anomaly. The customer's blood glucose value was 269 mg/dl. Customer states the display was not blank less than 30 seconds and did not return. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. Customer continued to troubleshooting for the audio issue. Customer also states insulin pump was dead and stopped working. The insulin pump will be returned for analysis.